Event description:
It was reported that post implant a realize adjustable band there was a leak in the balloon. The band was replaced and the case was completed without any patient consequences.

Manufacturer narrative:
(B)(4). Tear. The band/balloon with 41.5cm of catheter and a piece of the band (diamond indicator) was returned for analysis. Upon visual inspection, it was observed that the diamond indicator and suture were returned cut, probably occurred during the explant. It was also observed that band/balloon was covered with black stains. Upon microscopic evaluation, it was observed that the two (2) tears were on the balloon. The first tear is 8.3mm in length and is localized on catheter connection; the second tear is 5.63mm and localized on balloon closed end. These tears were probably performed during the explant of the band. The origin of the leak could not be located due the condition in which the device was returned. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted that balloon leakage is listed within the product's IFU as a recognized event associated with the swedish adjustable gastric band events. It was also noted that fluid loss from the balloon can occur at any time, for a number of reasons, including general deterioration of the balloon over time. The final packaging lot was not communicated; therefore, a device history review could not be performed. Manufacturing practices were reviewed and it was noted that all devices are 100% leak tested prior to lot release.